Event description:
Customer reported the vertical lift intermittently does not work and the ffb needs to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions pcb. System operates as intended.